Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw elite. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left main coronary artery with heavy tortuosity and mild calcification. A 2.5x15mm rx xience prime stent delivery system (sds) was advanced. An attempt to cross the lesion was made, but the shaft was kinked due to force applied against resistance with the anatomy and the 2.5x15mm rx xience prime sds did not cross the lesion. Instead, the sds was withdrawn as a single unit as resistance was felt with the guide catheter during removal. The procedure was successfully completed with a new 4.0x33mm xience prime sds. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. The reported shaft kink was able to be confirmed. The reported difficulty to remove was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.